Event description:
While the ventilator was hooked up to patient ventilator went blank. No lights were displayed, but vent alarmed. Therapist was at the bed and replaced ventilator with another one. There was no patient injury. Injury.